Event description:
There was an allegation of discrepant glucose results for 1 patient sample tested on a cobas c 503 analytical unit. The initial result was 20 mg/dl. The repeat result was 95 mg/dl.

Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found that the vacuum path for the cell rinse nozzle was clogged. The fse cleaned the cell rinse nozzles. Probe adjustments and cell blank measurements were performed. The customer had no further issues after the service visit. The investigation determined that the issue found by the fse was the root cause of the event. Product labeling instructs the customer to clean the rinse nozzles every 2 weeks. Cleaning the rinse nozzles is part of regular and preventive customer maintenance.